Event description:
Pump was sent to manufacturer for service with a report that the pole clamp assembly broke off the back of the unit and fell on the nurse's foot. There was no report of any injury or medical intervention being required. The facility was unable to provide information regarding whether or not the pump was actually in use at the time it fell.